Event description:
On 11/30/2007, the office mgr reported that the screwdriver was worn from use. Add'l info was received via telephone on 12/05/2007. The office mgr reported that during an inspection, the sales rep found the screwdrivers to be bent at the prongs. There was no pt contact related to the event.

Manufacturer narrative:
Product is an instrument and is not implantable. Eval is pending upon the return of the product.